Event description:
Device 2 of 2: reference MFR report: 1627487-2013-13123. The patient had two leads from different lot numbers, reporting on both leads since it is unk which lead is related to this event. It was reported the patient was unable to turn her scs on. A sjm rep ran a full lead diagnostic, contacts 9-16 showed invalid impedances. X-rays confirmed the leads had not migrated and were properly connected to her ipg. Follow-up identified the patient¿s physician had explanted the affected lead and replaced it with a new lead. All impedances were in normal range and the patient was receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.